Event description:
It was reported that the right ventricular (rv) lead exhibited noise during a device check. It was further reported that during the replacement procedure, the replacement rv lead exhibited unsatisfactory measurements. Repositioning was attempted but was unsuccessful as the helix would not retract as it was slightly extended. The original rv lead was capped. The replacement rv lead was attempted/not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: w2dr01 ipg was implanted on (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.